Event description:
It was reported that this left ventricular (lv) lead was explanted due to bacteremia and vegetation on lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).